Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer's pump was no longer under warranty and stated they will reach out to their healthcare provider (hcp) for an alternate method of insulin therapy.